Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At approximately at 10 am, the meter result was 5.0 inr. At 11:00 am, the laboratory result was 2.5 inr. On (B)(6) 2019 at 11:00 am, the laboratory result was 1.5 inr. At approximately 1 pm, the meter result was 5.0 inr. There was no allegation of an adverse event. The therapeutic range was 1.5-3.0 inr. The customer stated he may be anemic, but the hematocrit was not known and he was taking iron supplements. The customer had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, no recent illness, no new medications, and no bleeding or bruising that required medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested with retention test strips using a liquid qc of a high level. Testing results: qc 1: 3.1 inr , qc 2: 3.1 inr , qc 3: 3.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.